Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of the trach bunching up like an accordion is confirmed from the photo provided, probable cause is unknown. Visual and functional testing was performed. As received no damage or anomalies were observed. The probable cause of the reported problem unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on the second attempt, they used a stylet, and the endotracheal tube (ett) scrunched like an accordion when the stylet was removed. The fault was found while the device was in use with a patient. The patient harm was unknown.